Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, episodes of oversensing was observed. Source of oversensing due to emi was suspected but unable to be confirmed and isometrics were unable to reproduce the noise. It was discussed that episodes appeared to be more of noise than emi and programming and isometrics with deep breathing and sleep positions were recommended. Patient later presented in clinic and isometrics were performed again with the patient in a sleeping position, and the noise was easily reproducible. Programming changes only made the noise worse therefore lead replacement was recommended and patient will be scheduled for lead revision.